Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. The consumer reported that the other side of the pain stimulator isn¿t working and the patient wasn¿t using it as of lately. The patient was in a different facility. The consumer was to call back once the patient was available. No further complications were reported.